Manufacturer narrative:
(B)(4). Batch # n53w4y. Additional information requested and received: as an ec60a (60mm stapler) was reported, can you please clarify what was meant by, ¿two units of 30 blue and one unit of 30 green staplers were used?¿ were the wrong/incompatible cartridges attempted to be used with the ec60a (we do not make 30mm endocutter cartridges)? Sorry for mistyping 30 instead of 60, 2 units of ecr60b and 1 unit of ecr60g cartridges were used with the ec60a device. The ec60a device was received for analysis with no visual non-conformances and with three cartridges reloads present. The ecr60b cartridge reload (b) was received partially fired 1/3. The ecr60b cartridge reload (c) was received partially fired 2/3. It is consistent with an incomplete or interrupted cycle. The ecr60b cartridge reload (d) was returned with 1 driver missing and 9 drivers out of position making the reload non-functional. The device was tested for functionality in the articulated position with the returned cartridges reloads (b and c) by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The analysis results showed that one ecr60b reload was received sterile and with no apparent damage. The returned reload was opened and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the stapler was seen to be not working properly. Two units of 30 blue and one unit of 30 green staplers were used but the device did not fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.